Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis revealed there was damage to the desktop charger and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the replacement of the desktop charger had resolved the issue of not being able to charge the ins. The shaking stopped as soon as the stimulator was turned back on. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger; correction to add weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the recharger was not working to charge the ins, the ins was off and the patient was shaking really bad. It was reported that the desktop charger (dtc) was bent. No out of box failure was reported. A replacement dtc was sent to the patient. It was also noted that the patient met with the manufacturer's representative (rep) for troubleshooting. No further patient complications were reported/ anticipated as a result of this event